Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 568 mg/dl with blurred vision, confusion, headache, symptoms of dehydration and nausea associated with an o-ring issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the internal o-ring was bent and not allowing the pump to deliver insulin properly. Reportedly, changing the cartridge resolved the issue. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an o-ring issue.